Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their implant battery appears to be low. Patient stated that they have been seeing a message of a low battery for a while now, and it appears whenever they try to increase stimulation. Agent explained battery life span based off of usage, and redirected patient to healthcare provider. Patient also stated that they have been having issues with their stimulator, as about 6 months ago, they had stimulation turned up too high, and the stimulation was zapping them in their kidneys and abdomen. Patient stated that they have had an awful stomach ache ever since, and that they are losing weight and cannot eat. Patient mentioned the issue to a primary care doctor, but expressed their frustrations as they cannot be seen for a scan of their stomach until 2025. Patient also mentioned they did have a fall about 5 months ago, where they fractured their hip in two places. Agent re-directed patient to their physician to address stimulation issue, and their battery potentially coming up to end of service. Patient stated that they do not have a doctor that manages their stimulation specifically, and they need to find a new doctor. Agent sent a physician physicians listing to patient, and continued to re-direct to a physician, upon patient receiving listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.